Manufacturer narrative:
(B)(4). Batch #t94297. Investigation summary: the device was returned with the blade broken inside of the tube and returned with the device. During functional testing on gen11, an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the device, and a broken blade was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. A cause could be reached as to how this issue occurred. Additional information was requested and the following was received: "did the patient have any adverse consequences due to this problem? No".

Event description:
It was reported that during an unknown procedure, it was necessary to use a second ultrasonic forceps, as the first stopped its operation during the surgical act inadvertently. After countless attempts to activate it, it was urgent to open a second instrument to keep the surgical procedure safe. There were no patient consequences.